Event description:
It was reported that the user experienced frequent low glucose events, including nocturnal lows to 53 mg/dl confirmed by glucometer, as well as fluctuating glucose with highs up to approximately 360 mg/dl while using the ilet; the user often paused the ilet to try to avoid lows, used a higher cgm target, and reported post-meal lows with a low-carbohydrate diet. Symptoms included hypoglycemia and hyperglycemia. Outcomes included a minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.